Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient uses tandem tslim in hybrid closed loop and experienced excruciating abdominal pain. The parent took her to the hospital where the cgm was reading 330 mg/dl and the blood glucose reading was 465 mg/dl. The patient was diagnosed with dka and treated with basal and bolus insulins during a 6 day hospital stay. The patient was fine during the report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.